Event description:
It was reported that there were coupling and communication issues and an overdischarge was suspected. It was stated that the last "successful" recharging session was 6 to 12 months prior to the report made in (B)(6) 2012. It was noted that the patient had not recharged in 6 months. It was stated that the patient's pain "went away at that time from treatment medical doctor was prescribing" so patient "didn't need to use" stimulation. The patient's pain started to return which was why they were trying to use the device again. It was stated that a physician mode recharge (pmr) was performed. It was noted that the display showed "call your doctor" icon and an antenna test-temperature failure code was reported during the pmr. The recharger antenna reportedly had a small tear in it, and the patient used another recharger. It was later reported that the patient "did not want" to charge device and "failed" to do so on "multiple" occasions. It was stated that the patient had a non-rechargeable device replacement. It was noted that the patient was doing very well after implant. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2010. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).